Event description:
Vns pt was seen in hosp emergency room due to continuous device stimulation. The pt has reportedly used their magnet to initiate magnet mode stimulation 10 times that day because they were having some seizures and afterwards, they felt as if the stimulation would not stop. The continuous stimulation reportedly lasted for 20 minutes. The pt reported that the continuous stimulation was not painful, but fell like a tingling and numbness in their throat. The pt reported that when the magnet was placed over the device to temporarily discontinue stimulation, the device began cycling normally but did not stop stimulating. Emergency room physician reported that the magnet was taped on to the pt's chest when they arrived, but that it appeared to be a bit low in relation to the generator area and that this could have been the reason that stimulation did not stop. While at the hosp emergency room, the pt's generator appeared to be working normally and did not continuously stimulate. It was reported that the pt manipulates the device through the skin.